Event description:
(B)(4). It was reported that paint was allegedly flaking off of the led surgical light suspension. There was no reported pt involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. Photographic images were taken of the suspension with the alleged flaking paint and the actual device was evaluated in the field and replaced on (B)(4) 2012. The affected suspension is being returned to the OEM for further eval. Eval summary: the affected components have not yet been returned to the OEM MFR for further eval, however, photographic images have been provided. From an eval of the photographs, it would appear that the triggering event is corrosion forming under the paint layer. In this instance there was no reported pt involvement and no report of any paint flaking off during a surgical procedure. This is not a single use device.